Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down and passed away on (B)(6) 2022. A review of the log files found intermittent low flow alarms. On (B)(6) 2022 at 07:24, there were low voltage hazard event while the patient was connected to the mobile power unit (mpu) due to a total loss of power to the mpu. The backup battery powered the device until 07:36 when the driveline was disconnected. Related MFR report #: 2916596-2022-10455.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through this evaluation. A specific cause for these events could not be conclusively determined through this evaluation. It was reported that log files were submitted for the patient¿s primary and backup controllers after the patient was pronounced dead on (B)(6) 2022. It was reported that the primary controller captured intermittent low flow events and low voltage hazard events on the mpu due to a total loss of power. The backup battery was enabled until the driveline was disconnected. A review of the submitted log files revealed that the log file captured 18 low flow hazard alarms when the pump flow dropped below the low threshold of 2.5 lpm, to as low as 2.4 lpm. These alarms occurred while the patient was connected to the power module and the backup batteries. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10may2013. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Heartmate ii lvas IFU section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was found down in cardiac arrest in asystole. The patient may have been attempting to exchange their controller during a power outage.